Event description:
A copy of medwatch (reference number 3933020000-2004-9017) submission was rceived from the user facility reporting the following: a pt with complex medical of failure to thrive, seizure disorder and gerd underwent laparoscopic nissen fundoplication, take down of existing gastrostomy tube and laparoscopic instrument (jarit rotolok fundus grasper) was found to be defective when viewed via telescope during the surical procedure. Instrument removed from service and sent to contracted company that repairs hospital equipment. Approx. 1.5 hours later, it was reported that an instrument (laparascopic metz scissors) was noted to have a small pin missing when removed from surgical site. The instrument was sent to the contracted repair company. An abdominal x-ray for foreign body was performed in 10/2004, the x-ray was negative for foreign body.